Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events on (B)(6) 2024. Blood glucose levels were around 300mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 2.